Event description:
Reported by the pt and confirmed by the doctor as a port leak.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 24/apr/08. The product associated with this report has not yet been returned as it remains implanted. Based upon the serial number and the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."